Manufacturer narrative:
The device remains implanted without further reported allegations. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that approximately two week post implant, the patient with this device exhibited with a red pocket, initially contributed to carrying a heavy shoulder bag. Antibiotics were administered; however, the problem persisted and further inspection showed evidence of product migration. A pocket revision was then performed to create a deeper implant environment.